Event description:
Same case as #2134265-2009-00585 and 2134265-2009-00588. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient was brought to the ccl and angiography showed a high grade stenosis of the right coronary artery (rca). A choice pt guide wire was placed across the area of stenoses and a 2.5x20mm non-bsc balloon was inflated to 8 atm's for one minute to predilate the lesion. The balloon was repositioned to a proximal location and reinflated to 8 atm's for one minute. Angiography showed improvement in the degree of stenoses with less than 95% stenosis now identified. However, the entire mid portion of the artery was hazy with timi 1 flow only being improved to timi 2 flow, therefore, stenting was required. A taxus express2 2.5x24mm drug eluting stent was advanced to the lesion but was unable to pass the area of stenosis. In an attempt to pass the stent, the guide catheter and guide wire became dislodged from the rca. A different guide catheter and guide wire were placed and the physician attempted again to advance the taxus express2 stent but it was still unable to pass. The 2.5x20mm balloon was reinserted and inflated to 10 atm's for one minute. Repeat angiography showed timi 2 flow with patency of the rca. The taxus exress2 stent was inserted again, but was still unable to cross the lesion. Another non-bsc balloon, 2.75x13mm, was advanced to the lesion and inflated to 10 atm's for one minute. A second guide wire was placed using the buddy system. A taxus express2 2.5x12mm drug eluting stent was advanced and placed in the mid rca where it was inflated to 10 atm's for one minute. Repeat angiography showed timi 3 flow of the distal stent in the mid rca. The 2.75x13mm non-bsc balloon positioned in the proximal rca and inflated to 10 atm's forone minute. The 2.5x24mm taxus express2 was reinserted and passed with much difficulty to the mid rca overlapping the previously implanted stent. The stent was deployed at 14 atm's for one minute. Repeat angiography showed timi 3 flow in the mid portion of the rca. However, the proximal rca had developed an 80-90% stenosis. A taxus express2 2.5x8mm drug eluting stent was deployed at 18 atm's in the proximal portion of the rca overlapping the previously implanted 2.5x24mm taxus express2 stent. Repeat angiography showed timi 3 flow throughout the proximal, mid and distal rca. The patient was in stable condition. No patient complications were reported. The patient was discharged two days later on plavix and aspirin. About 2 1/2 years later, the patient presented with left sided chest pressure and tightness radiating into the jaw and neck, hypotensive, bradycardiac and short of breath. Initial cardiac enzymes were abnormal with an elevated troponin I. An emergent cardiac cath was ordered due to an acute non st elevation mi. The patient was brought to the ccl where the rca had moderate diffuse disease in the proximal segment with evidence of 100% total occlusion in the mid segment due to in-stent thrombosis, with no antegrade flow. Balloon dilatation with a 2.5x15mm maverick balloon was performed, successfully restoring timi 3 antegrade flow filling the entire distal rca. Venous access was obtained and a temporary pacing wire was placed. A thrombectomy catheter was inserted but was unable to be advanced beyond the proximal to mid segment due to tortuosity and previous stenting. Therefore, multiple dilatations with a 2.5x15mm maverick balloon were performed along the proximal to mid rca for in -stent dilatation. Repeated attempts to pass the two thrombectomy catheters were unsuccessful. A hypertransit microcatheter was advanced and a couple inspirations were performed around the thrombus which helped in reducing the thrombus burden but did not completely clear the thrombus. During these interventions, the patient experienced ventricular fibrillation which was successfully treated with 2 rounds of cardiac shock. Subsequently, a 2.5x23mm non-bsc stent was advanced but was unable to pass the proximal stented area. A 2.75x13mm non-bsc balloon was used to predilate the proximal and mid rca including the in-stent areas. Eventually, the 2.5x23mm stent was placed in the mid to distal rca junction. A 3.0x18mm non-bsc stent was placed in an 80% eccentric lesion just proximal to the previously stented segment. The 3.0x18mm stent was placed in tandem with the mid pre-existing stent and overlapping with that stent. The stent balloon was used for multiple inflations throughout the mid rca and for post dilation of the stent. At the end of the procedure, there was excellent patency of the entire rca with no embolization of thrombus and timi 3 flow. The pacemaker wire was removed and a hemostasis device was deployed. The patient was discharged 6 days later on multiple medications including plavix and aspirin. The following day, the patient was admitted for vomiting and jaw pain, with headache. Troponins were initially elevated but then decreased. Cpk and cpk-mb were both normal. Cardiology consult was planned. The patient was discharged two days later. No further complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.